Manufacturer narrative:
The user facility returned one ring band and the applicator to olympus for evaluation. A visual inspection was performed under 10x magnification and found the tip free of nicks, scratches or burrs. It was noted that one ring band was still attached to both tongs of the applicator. The returned ring band and 1 test band were loaded on the applicator for testing. Both bands deployed separately as designed in fire position 1 and 2. The tongs move smoothly in and out of the inner tube. Based on similar reports, the most likely cause of the reported event can be attributed to the operator¿s technique. The instruction manual warns user¿s to ¿verify that the disposable applicator is properly set for firing by checking the index trigger position as follows. When selecting a firing position, rotate index lever until a positive stop is felt.

Event description:
Olympus was informed that during a laparoscopic tubal procedure, falope ring band applicator deployed improperly and the tongs became stuck holding the patient¿s tube. The surgeon inserted an additional trocar and cut the band to release the tongs. It was reported that the surgeon attempted to use a second band and it would not deploy. There was no bleeding reported. No device fragment fell into the patient. The intended procedure was completed with a third similar device.